Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer was receiving no delivery messages. Customer tried to change the battery and got another no delivery. Customer did not have time to troubleshoot as he was working. No additional information provided.